Event description:
It was reported about the following events which occurred during the study about a female patient with a triathlon insert in the left knee to treat the patient's osteoarthritis, the problem of lateral adhesions inside of this knee and the problem because of the patient's pulmonal disease. According to the documents, the events have been assessed to be not necessarily related to the product. As far the reports can be interpreted nothing has happened with or was changed referring to the listed products after the insertion. According to information in the documents and surgery reports: on (B)(6) 2009, the insertion was carried out by surgeon. Allegedly arthritis, pulmonary hypertension and diabetes mellitus with no need of insulin was stated for female patient. During the introduction of the narcosis prior the insertion difficulties allegedly occurred to bring the larynx mask into the right position. Despite the pulmonary aspiration and pulmonary spasticity during the intubation, the surgery is described to be completed successfully. Patient was brought to intensive-care at (B)(6) on (B)(6) 2009 after the surgery, accompanied by emergency physician. She was brought back to the (B)(6) on (B)(6) 2009. Intensive physical therapy followed to provide a mobilization in steps. X-rays proved the position of the inserted prosthesis to be proper. On (B)(6) 2009, the patient was dismissed to be after-treated in the hospital klinik for rehabilitation. At this time, a mobilization degree of the operated knee of 0/0/90 is mentioned for the extension/flexion. On (B)(6) 2009, another surgery allegedly followed: the documents are of bad quality and partially illegible. It is mentioned the patient felt pain. An arthroscopy and treatment of partial synovectomy of the lateral adhesions are mentioned. Patient dismissed on (B)(6) 2009. Patient is recovering. Study was completed on (B)(6) 2010.